Event description:
It was reported that the mammotome control unit screen went blank during a breast biopsy. No further info is available. No reported pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and performed upgrades to correct the issue. During the analysis, it was found that the vso needed replaced. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.